Event description:
The patient was treated for a basicervical femoral fracture. At 60 days from the implantation, both cephalic screws broke. The implant was replaced with a hip prosthesis. (B)(4).

Manufacturer narrative:
The x-ray verification, performed by orthofix medical evaluator, evidenced that both screws could have been inserted 5mm further, according to the technique. In the 60 days images, both neck screws have broken at the base of the screw thread. The fracture has not collapsed. Although, the fracture has compacted well, there are no signs of union. Orthofix is still waiting for further information and the products involved in this case. The only assumption that could be made at this time, based on the information available, is that the failure was probably due to repeated cyclic loading of the screws, which have not been shielded from the full load by progressive bone healing. Orthofix continues monitoring the products on the market and should additional information or the products become available, orthofix will promptly finalize the investigation.